Event description:
A report of a patient's charger burning her and giving her a blister was received. The patient did not seek treatment or visit her physician regarding the burn and reports that she is now doing fine.